Event description:
It was reported that one day post implant, the device gave a an alert message that there was excessive current detection during charging. Dft testing was being performed prior to the alert. Dft was unsuccessful and external defib was used. Reinterrogation of the device gave a message of possible hv lead issue.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device has not been returned for evaluation.